Event description:
A discordant, falsely low magnesium result was obtained on one patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s), as it was automatically repeated on the instrument. The result from the automatic repeat was higher and was reported to the physician(s). There are no known reports of adverse health consequences due to the discordant magnesium result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument, the cse replaced sample probe 3 and reagent probe 4. The cse then calibrated methods on server 3 and ran quality controls to verify the instrument was operational. The cause of the discordant magnesium result is unknown. This instrument is performing according to specifications. No further evaluation of the device is required.